Manufacturer narrative:
Hamilton medical ag reference number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: device cannot reach set pressure. Device alarms cuff leaks. Intellicuf was replaced. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag reference number is: cer (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. A detailed investigation was performed by an expert from the technical service: the investigation showed that the root cause of this incident was a defective connector of the intellicuff pneumatic cuff. Due to a crack in the cuff the pressure in the balloon could not be maintained. The user exchanged the defective device. The user reported that this incident happened while a patient was connected to the device. In this case there was no patient harm reported but since the device had to be exchanged and the incident could have led to a deterioration of the patient's health the case was assessed reportable.

Event description:
The following was reported to hamilton medical ag: device cannot reach set pressure. Device alarms cuff leaks. Intellicuf was replaced. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag reference number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: device cannot reach set pressure. Device alarms cuff leaks. Intellicuf was replaced. No health consequences or impact.